Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a restart alarm associated with a bluetooth communication error and later realized the controller was left at another location; after retrieving it, the user restarted the ilet and the alarm did not recur, aligning with a device problem of failure to read an input signal involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a bluetooth communications issue and a device problem of failure to read an input signal related to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.